Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (b)6): customer reports via phone that during an undetermined urology procedure, the system monitors failed. The physician used the control room monitor to view fluoro and completed the procedure without further incident. Patient and procedural information was not provided other than to say the patient is fine, procedure was completed. No reported injury.